Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold and opening curved on anterior leak test and microscopic analysis was performed which identified: sharp opening on anterior (valve bond edge). The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior (valve bond edge) due to an unidentified (tear) opening.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.